Manufacturer narrative:
This is one of two products involved with the reported event. The medical device reporting reference number for the other event is 3004939290-2020-01809. As reported, the hydrogel of a 5f mynxgrip vascular closure device (vcd) was dry. Additional information was received and the account stated that the sealant was getting hung in the tamp tube, so they pulled the boxes they had on the shelf and saved them as they were not going to continue to use them. There was no reported patient injury. The account had several device failures but was not made aware until the monthly account visit. The account had several device failures but was not made aware until the monthly account visit. The product was not returned for analysis. Visual inspection of the photographs of the sealants showed that the sealants were separated from the devices with no exposed to blood. No anomalies were observed. A product history record (phr) review of lot f1918304 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr nor the pictures review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the hydrogel of a 5f mynxgrip vascular closure device (vcd) was dry. Additional information was received and the account stated that the sealant was getting hung in the tamp tube, so they pulled the boxes they had on the shelf and saved them as they were not going to continue to use them. There was no reported patient injury. The device is expected to be returned for evaluation. Photographs were provided and available for review. The account had several device failures but was not made aware until the monthly account visit.